Manufacturer narrative:
(B)(4). This complaint for a report of use error - failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2012 regarding an incomplete prime. The technical services representative had told the patient to start over with new supplies, however; the hp stated that he did not do so and had reused the same supplies instead. The hp then bypassed into the fill cycle, uncapped the patient line, and let the patient line fill to the top of the line. The hp then connected and completed therapy with the reused supplies. The hp stated that he knew that this was not the correct way to perform therapy, but that he had done so as he did not have a lot of supplies left. No adverse effects were reported. There was patient involvement but no injury or medical intervention was reported.